Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen developed a hairline crack that was difficult to see. The device powered on but did not respond to touch, preventing the user from sliding to unlock. The device was deemed unusable, and a replacement ilet was arranged. The user reverted to multiple daily injections (mdi) in the meantime. No blood glucose impact or injury was reported.